Event description:
User alleges that when a pt was receiving therapy with the l-7oni hotline i.v. Administration set they observed air bubbles in the IV line. The infusion was stopped and no air went into the pt.